Event description:
A customer contacted baxter's technical service center to report that she saw a speck in the patient line during use, and wanted to start over with new supplies on the homechoice machine. The home patient (hp) wanted assistance to end setup. The technical service representative assisted hp end setup. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 20.8 mmol/l and 6.2 mmol/l; 21.3 mmol/l and 7.2 mmol/l; 20.5 mmol/l and 8.7 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).